Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced low blood glucose (bg) levels of approximately 40 mg/dl due to incorrect pump settings. Customer consumed food and glucose tablets to address the low bg levels. Reportedly, the customer will consult with a healthcare provider to make settings adjustments.